Event description:
It was reported when using the bd vacutainer® k2e (edta) 10.8mg plus blood collection tubes, the device experienced tubes with molding defects. This event occurred 22 times. The following information was provided by the initial reporter. The customer stated: x 22 eaches of product 367873 lot 1029747 melted.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2e (edta) 10.8mg plus blood collection tubes, the device experienced tubes with molding defects. This event occurred 22 times. The following information was provided by the initial reporter. The customer stated: x 22 eaches of product 367873 lot 1029747 melted.

Manufacturer narrative:
H6: investigation summary: bd had not received samples, but photos were provided by your facility for investigation. The photos were evaluated and the indicated failure mode for collapsed tubes with the incident lot was observed. Additionally, retention samples were selected from bd inventory for evaluation and upon completion, collapsed tubes were not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® k2e (edta) 10.8mg plus blood collection tubes, the device experienced tubes with molding defects. This event occurred 22 times. The following information was provided by the initial reporter. The customer stated: x 22 eaches of product 367873 lot 1029747 melted.